Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery using an indigo system lightning bolt aspiration tubing (lightning bolt), an indigo system aspiration catheter 7 (cat7), a penumbra engine (engine), and a guidewire. During the procedure, the physician completed one pass using the cat7, lightning bolt, and guidewire. After an angiogram was performed, the lightning bolt was restarted but the red system error light on the lightning bolt illuminated. Therefore, the lightning bolt and cat7 were removed. The procedure was completed using another device. There was no report of an adverse effect to the patient. On (B)(6) 2025, embolization of thrombus material to the anterior tibial artery (ata) was observed after use of the cat7 and other devices. The physician then performed manual thrombectomy and the event was considered resolved. The embolization of thrombus was reported to be a serious adverse event with a possible relationship to the indigo aspiration system (cat7) and a definite relationship with the index procedure.

Manufacturer narrative:
Please note that the following section was updated on this follow-up #01 MFR report 3005168196-2026-00022: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned indigo system aspiration catheter 7 (cat7) revealed an ovalization on the catheter shaft. There was no reported damage to the device; therefore, this damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Based on the device investigation, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported adverse event.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery using an indigo system lightning bolt aspiration tubing (lightning bolt), an indigo system aspiration catheter 7 (cat7), a penumbra engine (engine), and a guidewire. During the procedure, the physician completed one pass using the cat7, lightning bolt, and guidewire. After an angiogram was performed, the lightning bolt was restarted but the red system error light on the lightning bolt illuminated. Therefore, the lightning bolt and cat7 were removed. The procedure was completed using another device. There was no report of an adverse effect to the patient. On (B)(6) 2025, embolization of thrombus material to the anterior tibial artery (ata) was observed after use of the cat7 and other devices. The physician then performed manual thrombectomy and the event was considered resolved. The embolization of thrombus was reported to be a serious adverse event with a possible relationship to the indigo system aspiration catheter 7 and a definite relationship with the index procedure.

Manufacturer narrative:
The device has been returned, and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.